Event description:
It was reported by the affiliate that the (1) tsw45 was used during an unk procedure. It was reported that there was a pt death and very little add'l info was received. Add'l info is expected.